Event description:
The nurse reported on 02/18/2021 that they are experiencing dropouts / waveform outages that are up to 10 seconds, and the alarm system is not alarming as set on the central nurse's station (cns). No logs collected by the customer for this date as the biomed was not notified by the staff. Nihon kohden technical support (tech support) discussed the importance of capturing detailed complaint details so that we can investigate what is happening. The biomed stated that the staff is not always notifying them when issues happen and cannot guarantee that logs will be collected for each issue that is being reported. They continued to experience dropouts and not all logs were provided. On (B)(6), the customer mentioned that are at least three cns-6201a unit with sn (B)(6) that are experiencing this issue. One of the events occurred at 10:54am on (B)(6) 2021. On (B)(6), the customer stated that there was continuing waveform outage, and there was a significant loss between 8:08am and 8:25am on the same day as well. No patient harm was reported. Customer provided logs for on the following dates. (B)(6), cns-6201a, sn (B)(6) logs collected. (B)(6), cns-6201a, sn (B)(6) logs collected. (B)(6), cns-6201a, sn (B)(6) logs collected. (B)(6), cns-6201a, sn (B)(6) logs collected. (B)(6), unknown cns, logs collected. (B)(6), cns-6201a, sn (B)(6) logs collected. (B)(6), cns-6201a, sn (B)(6) logs collected.

Manufacturer narrative:
The nurse reported on (B)(6) 2021 that they are experiencing dropouts / waveform outages that are up to 10 seconds, and the alarm system is not alarming as set on the central nurse's station (cns). No logs collected by the customer for this date as the biomed was not notified by the staff. Nihon kohden technical support (tech support) discussed the importance of capturing detailed complaint details so that we can investigate what is happening. The biomed stated that the staff is not always notifying them when issues happen and cannot guarantee that logs will be collected for each issue that is being reported. They continued to experience dropouts and not all logs were provided. On (B)(6), the customer mentioned that are at least three cns-6201a unit with sn (B)(6) that are experiencing this issue. One of the events occurred at 10:54am on (B)(6) 2021. On (B)(6), the customer stated that there was continuing waveform outage, and there was a significant loss between 8:08am and 8:25am on the same day as well. No patient harm was reported. Customer provided logs for on the following dates. (B)(6), cns-6201a, sn (B)(6) logs collected. (B)(6), cns-6201a, sn (B)(6) logs collected. (B)(6), cns-6201a, sn (B)(6) logs collected. (B)(6), cns-6201a, sn (B)(6) logs collected. (B)(6), unknown cns, logs collected. (B)(6), cns-6201a, sn (B)(6) logs collected. (B)(6), cns-6201a, sn (B)(6) logs collected. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 02/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 02/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Telemetry transmitter model: ni; sn: ni.

Manufacturer narrative:
The nurse reported that they are experiencing dropouts / waveform outages that are up to 10 seconds, and the alarm system is not alarming as set on the central nurse's station (cns). No patient harm was reported.

Event description:
The nurse reported that they are experiencing dropouts / waveform outages that are up to 10 seconds, and the alarm system is not alarming as set on the central nurse's station (cns). No patient harm was reported.